Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and high threshold measurements. At that time the system was reprogrammed and the lv lead was electrically abandoned. A chest x-ray was ordered and showed that the lead had pulled back with the distal portion dangling in the right atrium. Approximately two months later the patient underwent a revision procedure where the lead was explanted and replaced with two epicardial leads due to changes in the patient's anatomy. No additional adverse patient effects were reported.